Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code drw-set-0014-20. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10 mland secondary line was connected to a saline solution bag. Alarm " occlusion upstream" was in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. Alarm " occlusion upstream" was detected during back prime. The secondary line was removed, an obstruction was found. Under microscope residual glue was observed around of the mentioned port. The customer complaint is confirmed. The potential root cause of a set being imposible to backprime could be to excess glue in seconday port causing and obstrusion. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24i05127 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: nursing staff brought to attention that there were defects. Two blood tubing lines were unable to back prime from the pump or manual back prime on the secondary line. Tubing was not used as unable to back prime secondary line. A preliminary review identified the following issue: tubing set error (clogged admin set) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.